Event description:
Patient status post avr & CABG over three weeks was unable to be removed from bypass and required ECMO & iabp to be placed in or. Ten days after the intra-aortic balloon pumping was started it was noticed that there was blood in the tubing of balloon and stopped it before it reached the pump.health professional's impression: the iab catheter was removed successfully with no adverse event to the patient. Our bme engineer suspects that there was a hole in the balloon which allowed the blood in.manufacturer response for: pump, intra-aortic balloon, cs100 and catheter, intra-aortic balloon:contacted via phone and the manufacturer wants the balloon returned to them so that they can do an analysis. They were going to send our bme dept a mailer. I am not sure if it has arrived. We will be expecting their report analysis.